Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 17-jul-2018 with the following findings: the battery compartment was cracked below the grip pad; the pump base was cracked between the keypad and the display lens. Evidence of moisture corrosion was observed on the display screen inside the pump. A leak test failed due the battery compartment leak and the case crack leak. The pump powered up with auditory tones and vibrations to a blank screen. Investigators were unable to adequately investigate the reported ¿cs088¿ complaint. The pump¿s cover was removed and further moisture was found to the watchdog chip and eeprom circuit.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 088) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in long term cessation of insulin delivery if the user is unable to resolve the alarm.